Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. The device has not yet been received by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was blank. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blending module board was replaced to address the issue.